Event description:
While using this pair of forceps to insert an intraocular lens (iol) particulate that appeared to be metallic was seen on the iol. Another lens was inserted. This was the first time this pair of forceps had been used after it has been refurbished.